Event description:
Customer reported melting on the device meter and base. Customer indicated the inside of the base was melted as well as the base itself. No treatment was received. Customer stated device was cleaned with alcohol pads. A request was made for return product and replacement product was sent.